Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet touchscreen was unresponsive, preventing the patient from using the device; guided troubleshooting included cleaning the screen, attempting stylus input, charging the device, holding the wake button to recalibrate the capacitive touch sensor, and performing a restart, after which the screen remained nonfunctional and the device was replaced. Symptoms included no clinical effects and no changes in blood glucose. Outcomes included no alarms or alerts and no medical care or hospitalization. Investigation included user-guided functional checks, forced sensor recalibration, and power-cycle testing. Investigation of this case revealed a persistent touchscreen malfunction consistent with a device display or touch panel failure that did not recover after standard remediation. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the touch interface.